Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (connector won't latch) has been confirmed. Upon evaluation the trunk connector was damaged. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.

Event description:
An (B)(6) male patient contacted zoll customer support to report that his electrode belt connector is broken. The patient was provided with a replacement electrode belt.